Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observations cannot be drawn at this time. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - a loss of rv lead function was detected and a rv lead dislodgement was suspected. Hospitalization was prolonged in order to reposition the lead.